Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: 9735824r, ln/sn: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the site had trouble tracking instruments. They could not verify the registration probe. There was no known impact on the patient outcome.

Manufacturer narrative:
Additional information. The representative went to the site and replaced the instrument interface box and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-12-20: additional information. The representative reported that the instrument interface box was replaced and the issue resolved. 2020-jan-29 this issue occurred during a functional endoscopic sinus surgery (fess) procedure. No impact on patient outcome. Surgeon name provided.